Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to load a new cartridge following proper technique but did not have the resources to do so and was instructed by technical support to rely on backup therapy until able to perform the task correctly and then to call back.